Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer discovered that the pump date was incorrect day while changing the pump site reminder setting. The customer reported the incorrect date was most likely use error and occurred when the time was changed during daylight savings. Blood glucose was within target range. The customer confirmed the date was corrected.